Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure there was a crack in the hub of the catheter resulting in an air emboli. A procedure was being performed in the right coronary artery. During the procedure an air emboli was sent down to the patient. An aspiration catheter was used to aspirate the air emboli and the patient is reported to be fine.